Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10sep2019. Technical support advised the customer that it might be a cooling fan speed error code 1125. The customer verified it was the cooling fan speed error. The customer ordered a new fan and will call back if further help is needed. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported receiving a fan error alarm. The customer confirmed that the ventilator was in clinical use at the time the issue was discovered, however, no patient harm.